Event description:
It was reported that during ptca/stent procedure, a stent delivery system (sds) had a pinhole rupture, which resulted in a dissection. The dissection was treated by the placement of an add'l stent. Pt is reported to be doing well as of the date of this report.